Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. The device was not received for evaluation. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that an increased intra-peritoneal volume (iipv) event occurred during dwell 4 of 4 on the homechoice (hc). The patient was connected at the time of the event. A review of the program revealed the fill volume (fv) equaled 2000ml. The technical service representative (tsr) assisted the home patient (hp) in performing a manual drain. The hp drained 3651ml. The programmed last fill volume (lfv) equaled 0ml. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.